Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the c757 to c756 components on the distribution node pca were corroded, causing the service code. The root cause for the corrosion could not be positively identified. No adverse event resulted from the belt malfunction.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).